Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump was received with stripped batter cap, stripped battery cap coin slot, minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's battery compartment was cracked. Customer also reported that there were cracks above the display. Blood glucose level at the time of the incident was not provided. The customer stated that she had a blood glucose level close to 800 mg/dl on the night before the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.